Event description:
Propofol drip infusing on a mechanically ventilated patient in the ICU. User reported the rate was set for 15ml/hr and vtbi set for 100ml. Nurse hung a new bottle and within 2 hours the bottle was empty. Infusion should have lasted for 6 hours. No patient harm or medical intervention required. Device received and event log analysis, visual inspection and functional testing performed. Disposable set also received and evaluated. Event log review determined rate was changed from 11.25 ml/hr to 100 ml/hr. Device displayed an audio and visual message, dose exceeds the guardrails limit of 100 mcg/kg/min, proceed? The user selected the yes option to proceed. This increased the does from 15 mcg/kg/min to 133.33 mcg/kg/min. Visual inspection determined no spring anomalies on the device. Functional testing determined device operating within specifications and disposable set free of defects.

Manufacturer narrative:
Manufacturer's report date: 07/02/2008. Patient information requested and all available information is included. This report was filed by the MFR.